Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl due to insulin pump stopped working. The customer had symptoms such as feeling tired and treated with manual injection. Customer reported that the insulin pump motor piston does not move back and forward and unable to rewind the insulin pump. Customer and customer's parent was advised to seek medical attention immediately due to customer was exhibiting signs of diabetic ketoacidosis. The insulin pump is being replaced and is expected to return for analysis. (B)(4). Hbg troubleshooting.